Event description:
It was reported by the rn that the device was used during a general surgical procedure. It was reported that the device tore during use. Device to be sent to central sterile materials manager. There is no known consequence to the patient.